Manufacturer narrative:
(B)(4). This complaint for the check patient line alarm is not confirmed and the cause was not identified because the disposable set was not returned to baxter, the lot number was not provided, an event log review was not performed, and the user did not describe any type of use error that might have caused the alarm. The assignable cause for the reported problem was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, home patient (hp) had a check patient line alarm. The technical service representative (tsr) went through multiple troubleshooting steps with the hp. The hp stated that there were large gaps of air in the line. The tsr advised the hp to end therapy and start over with new supplies. (B)(4) contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.